Event description:
During a coronary drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was located in the non tortuous, non calcified, 90% stenotic right coronary artery (rca). The vessel diameter was reported to be 3.5 mm. The lesion was pre-dilated with a crosssail 3.0 x 15 mm balloon. The physician placed a taxus express2 8.8% 3.5 x 24 mm drug eluting stent in the mid rca. The balloon was inflated but would not deflate for removal. An attempt was made to reinflate the balloon and try to deflate the balloon again but was unsuccessful. The patient experienced a balloon induced myocardial infarction. The patient was placed on an intra-aortic balloon pump and taken to CABG surgery for one right coronary bypass graft and balloon removal. Medications given during the stenting procedure included heparin, fentanyl and nitroglycerin. The patient is reported as "going to be okay."